Event description:
The pt is using an advanced bionics naida cochlear implant. The external sound processors are constantly breaking/falling apart. She and her parents worry on a daily basis that it might not function properly throughout the day. When it does not function properly she is at risk for missing school and other basic life activities. This problem persists across multiple sound processors. Each time one breaks, advanced bionics replaces it, but the problem still persist. The same pt rarely had any problems with their previous sound processor before getting the naida ci q70. Diagnosis or reason for use: profound hearing loss.